Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right atrial lead. During the procedure the physician noted that the lead could not be fixed to the atrial appendage, although no anatomical abnormalities were observed. After several attempts, the physician elected to continue the procedure without implant of a right atrial lead. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet inserted in the lead lumen and all tines intact. Visual inspection did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.